Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found that the ventilator did not pass the short self testing. The se performed short self-testing on the device and all tests passed.

Event description:
It was reported that, after turning on a 980 ventilator a diagnostic message was generated. The ventilator was not in use on a patient at the time the malfunction occurred.